Event description:
It was reported that, during an attempted implant, the subcutaneous implantable cardioverter defibrillator system had difficulty converting the induced arrhythmia. External conversion was required. The doctor elected to implant a transvenous system instead. The transvenous system was successfully implanted. There were no adverse patient effects.